Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales rep, the facility reported during insertion of the accucath the guidewire deployed but once they deployed the catheter they had a difficult time removing the device form the catheter. It was stated that the guidewire seemed to be "hung up" on the catheter. No harm to the patient was reported.